Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: did the device cut the tissue? No . Did the device staple? No . If yes, was the staple line complete (full length)? Na . Was the device locked on tissue with the jaws closed? No . If yes, how was the device removed? Na . What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? The surgeon tried opening the jaws with the anvil release fins, but did not engage the knife reverse switch or the manual override. The rep reviewed the trouble shooting steps with staff and the surgeon after the case was completed. Did the jaws eventually open before the device was removed from the patient? No.

Event description:
It was reported that during a lap gastric sleeve, the surgeon said on the third firing of a gst60t with seamguard on the plee60a, the stapler would not fire. The surgeon could not open the stapler or de-articulate. It is unknown how the case was completed. There were no patient consequences reported.